Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported in a case study, published in "an international journal of medicine", that a subject experienced a skin reaction at the site of the adc freestyle libre sensor. The study was conducted at 'university hospital of tours, francois rabelais university, tours' and 'hospital of blois, blois' in france. The subject experienced symptoms of pain, erythmea, swelling/edema, warmth, purpuric plaque, and fever. Laboratory results indicated high white blood cell count and high c-reactive protein, with negative blood cultures. The subject was treated with amoxicillin-clavulanic acid and clindamycin (antibiotics) via IV. The subject experienced worsening of symptoms in the first 12 hours of treatment, including increased edema, blistering, and necrosis. A surgical sample and CT scan were taken which indicated soft tissue inflammation and bacteria streptococcus pyogenes. It was reported that a 15 day course of the antibiotics resulted in a favorable outcome. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
It was reported in a case study, published in "an international journal of medicine", that a subject experienced a skin reaction at the site of the adc freestyle libre sensor. The study was conducted at 'university hospital of tours, francois rabelais university, tours' and 'hospital of blois, blois' in france. The subject experienced symptoms of pain, "erythema", swelling/edema, warmth, purpuric plaque, and fever. Laboratory results indicated high white blood cell count and high c-reactive protein, with negative blood cultures. The subject was treated with amoxicillin-clavulanic acid and clindamycin (antibiotics) via IV. The subject experienced worsening of symptoms in the first 12 hours of treatment, including increased edema, blistering, and necrosis. A surgical sample and CT scan were taken which indicated soft tissue inflammation and bacteria streptococcus pyogenes. It was reported that a 15 day course of the antibiotics resulted in a favorable outcome. There was no report of death or permanent injury associated with this event.